Manufacturer narrative:
Additional concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2017; (B)(4) lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing the right ventricle. The ra lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.